Manufacturer narrative:
Even though the continuous activation condition was not confirmed as it could not be replicated on the returned unit. However, during the evaluation a unit malfunction and a possible contributor for the reported failure during surgery was confirmed. The most probable cause for the reported condition is identified as user related as it was confirmed that the returned unit had the suction tube cut off. When using the unit with the suction tube cut, the saline water back flows over the cut suction tube back inside the handle. If there is water ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the water presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. The product was returned for investigation where the reported failure mode was not directly confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the serfas 90 degree accelerator activated on its own and would not turn off. The device had to be pull out of the joint and unplugged from the console to get it to turn off. The device sparked after it was pulled out of the joint due to it still being activated in the air outside of the joint. A replacement 90 degree accelerator was used to finish the case.

Event description:
It was reported that the serfas 90 degree accelerator activated on its own and would not turn off. The device had to be pull out of the joint and unplugged from the console to get it to turn off. The device sparked after it was pulled out of the joint due to it still being activated in the air outside of the joint. A replacement 90 degree accelerator was used to finish the case.